Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient recently saw a chiropractor for back pain, and they used laser, patient further stated that since then they started having severe nausea and wonder if it could be due to the laser and the device. Patient confirmed the back pain was unrelated to device/therapy. Patient stated the nausea did go away but still had concern. It was also reported that the device sometime like an hour before it started working again after it went from off to on, they had turned it off for the chiropractor therapy. Patient confirmed the device was providing them therapy relief when it is on. Patient was redirected to follow up with the health care professional (hcp) to check up on device and nausea. No further patient complications were reported/ anticipated as a result of this event.